Manufacturer narrative:
This report is being filed to provide additional information in describe event or problem and correct information in brand name and common device name.

Event description:
This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the disposable set was unavailable to be returned and analyzed. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Rdf did not show a conclusive root cause for the elevated wbc count reported for this collection. It is possible, though not conclusive, the difference in the entered and actual donor platelet pre-counts may have contributed to this reported event. It is also possible, though not conclusive, the elevated wbc count may have been donor-related. Signals from the rdf analysis did not show normal platelet additive solution (pas) signals. It is possible, though not conclusive, the white baby clamps on the loop lines were not closed properly, pulling wbcs and rbcs from the channel into the platelet product during addition of pas. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Based on the rdf analysis, possible causes include, but are not limited to:- the difference in the entered and actual donor platelet pre-counts.- donor related.- the small white clamps on the loop lines were not closed properly resulting in wbcs and rbcs from the channel being pulled into the platelet product during addition of pas.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable is not available for return because it was discarded by the customer.